Manufacturer narrative:
The correlation to action (B)(4) could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action (B)(4). Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia with their blood glucose reaching greater than 400 mg/dl. The patient felt ill and reported being told by their significant other that they were "white in the face" and experienced an inability to walk and were unable to communicate properly. They considered seeking medical attention but ultimately did not. Their significant other was with them to help them, but further information about treatment was not reported.